Event description:
It was reported the single use aspiration needle head detached from the mandarin after the puncture. The guide wire and needle can be removed. The issue occurred during a diagnostic endobronchial ultrasound (ebus) puncture lymph nodes procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: h5 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the head detached from the mandrain due to the stylet knob broken at the root. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.